Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the fuses of the subject device blew and fet (field-effect transistor) of amplifier substrate was damaged. But it was not known exactly cause. The manufacturing history was reviewed, with no irregularities noted. Based upon the evaluation result of the subject device by omsc, since the accidental malfunction of fet occurred or there was something the wrong with the electrical power environment of facility, fet was damaged and the fuses blew. The sonosurg-g2 instruction manual already states. Warning: if you suspect any abnormality while using this product, immediately stop the procedure. Refer to chapter 7, "troubleshooting" and the instruction manual of the sonosurg hand piece being used. If the info given there does not eliminate the abnormality, terminate the use of the equipment and contact olympus. If additional info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution. As the result of evaluation, we have concluded that the probe presumably was scratched because the physician activated ultrasound output while the probe was in contact with metal such as a clip and forceps and the probe tip was detached. The tb-0535pc instruction manual already states; warning: do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips or other instruments (e.q., uterine manipulator). Do not apply only the probe tip to the tissue with a strong force, twist while grasping the tissue or, pull the probe tip up grasping the tissue. Otherwise, it may cause the probe to break prior to an error window or alarm tone being generated. This report is being submitted as a medical device report in an abundance of caution.

Event description:
During uncertain surgery, the subject device suddenly made a sound of popping and smell of something burning. The user turned off the subject device and changed to another similar device. There was no pt injury.

Manufacturer narrative:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this supplemental report is required on december 3, 2015. This is a supplemental report for MFR report #8010047-2013-00165 to provide device evaluation results. Olympus performed further investigation for the cause of the fet (field effect transistor) damage and the damaged fet had excessive current leakage. The amount of the leakage current depends on the electrical characteristic variability of the fet. Olympus implemented a countermeasure for this phenomenon to reduce the electrical characteristic variability of the fet.